Event description:
It was reported that revision surgery was performed due to groin and thigh pain.

Manufacturer narrative:
Device manufacture date corrected. No devices were returned for analysis, however x-rays showing device orientation were evaluated.

Event description:
It was reported that the surgeon does not fault the device.